Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection and bleeding in the xiphoid region. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the electrode were explanted. No additional adverse patient effects were reported. This s-cd will not be returned for analysis.